Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump passed the unexpected restart error test; there was no unexpected restart alarm, external ram crc error alarm or displayable history check failure. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose went as high as 500 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was unable to deliver a bolus and when they removed the infusion set they had a bent cannula. Customer advised there was a crack on the cannula. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for no delivery was performed. Customer advised the alarm occurred during bolus delivery. Customer resolved the issue with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer advised they had 8 displayable history check failure alarms, 1 unexpected restart alarm, 1 external ram crc error alarm and 4 no delivery alarms customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.